Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programming assistance was requested for this pacemaker system following recent programming changes to address farfield signal oversensing on the right atrial (ra) lead. Upon review, atrial blanking after v-sense was extended to address farfield signals. Since implant, p-wave amplitudes had decreased to the 0.5-1.5 mv range. Technical services (ts) reviewed troubleshooting options and atrial sensitivity programming considerations to address atrial undersensing. This pacemaker system remains in service. No adverse patient effects were reported.